Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had cubies pockets and drawer keeps failed repeatedly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pockets and drawers failed repeatedly. The technical support specialist updated medstation application version and firmware version, but the issue persisted. A field service engineer worked with the customer using the hardware testing application to troubleshoot multiple drawers. All cubies were popped out, and over 80 medication pulls located beneath the cubies were removed. Foil from medication packaging was also cleared, as it posed a risk of shifting and contacting cubie tray terminals. Fse advised the customer that any cubie which pops out during drawer recovery should be replaced with a new unit and not reinserted, as it may contain an internal short that could compromise drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had cubies pockets and drawer keeps failed repeatedly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.